Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The mfg records for the lot were reviewed. The lot met specs and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio inr result in comparison to the unspecified neighbor's inratio inr result. Results are as follows: date: (B)(6) 2014; inratio inr: >7.5; unspecified neighbor's inratio inr: 2.0. The time between testing was within 5 minutes. Reportedly, milking finger after fingerstick. Technical support service (tss) used the tele-interpreter service during the follow up call. Interpreter explained tss needed info about the unspecified neighbor's inratio monitor. The granddaughter stated that they (the grandparents) has no recollection of using a neighbor's monitor. The home healthcare aide who stated they tested on a neighbor's meter was not available and grand daughter stated many different healthcare workers assist the couple. Therapeutic range 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.